Manufacturer narrative:
The recipient's sore and pain reportedly recurred. The recipient is experiencing device extrusion. Explant surgery is scheduled.

Event description:
The recipient is reportedly experiencing skin flap breakdown. The recipient presented with a sore, pain, and oozing at the implant site. On (B)(6) 2018, the recipient had the wound closed.

Manufacturer narrative:
On (B)(6) 2018, the recipient reportedly underwent wound treatment. The recipient has healed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed and has resumed device use. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing skin flap breakdown. The recipient presented with pain and oozing at the implant site. On (B)(6) 2018, the recipient had the wound closed.

Manufacturer narrative:
The recipient reportedly experienced necrosis. The recipient's device was explanted. The recipient will be reimplanted at a later date. The recipient is healing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain the explanted device were unsuccessful. The device will not be returned to the company for analysis. A review of the device history record was completed and rework was noted on a contact pad. This is the final report.